Manufacturer narrative:
(B)(4). Date of event: the exact date of event is unknown. The date of event of "(B)(6) 2015" was provided as a best consideration as the date of event. (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the vacuum and pneumatics control and completed the service checklist, which the unit passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported low vacuum occurred in venturi with the whitestar signature system, that the doctor used peristaltic also in irrigation/aspiration (ia) mode until the problem was solved. It was reported that as the vacuum was poor in venturi mode the doctor continued the surgeries normally in peristaltic mode. There was no patient injury or complication issues reported.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.